Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) stopped closing completely. The instrument was changed, but no anomaly was visible. It was only during cleaning that the teams noticed the broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end.